Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, no femoral imaging was performed and the device failed to split the sheath. It was also noted that the sheath was kinked. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017: failure to follow steps/instructions.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. It was reported that femoral angiogram was not performed. It should be noted that the starclose instructions for use (IFU) states: perform a femoral aniogram through the side port of the procedure sheath to determine the location of the arteriotomy size, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. In this case, it is unknown if the absence of femoral angiogram performed would have contributed to the reported event. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to reported failure to split the sheath and kink to the sheath may include, but are not limited to, inadequate nick and spread or incorrect positioning of the device (high angle of insertion). The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.